Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed new left bundle branch block (lbbb) and first degree atrio-ventricular (av) block. A permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and will not be returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Patient weight was not provided to medtronic. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.